Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the system was explanted due to infection. The pt was placed on antibiotics. No additional adverse pt effects were reported.